Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the level 1 hotline low flow system (hl-90) was leaking. No patient injury or complications were reported in relation to this event.

Manufacturer narrative:
Other, other text: returned device was received in worn physical condition. During the evaluation of the device, the issue was confirmed and leaking was found from the water tank cover. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.